Manufacturer narrative:
A ds2adv auto CPAP was returned to manufacturer's product investigation laboratory with initial alleged complaint of device is hot to touch and almost burned his hand and smelled like wires burning. During the evaluation of the device at the pil found, the p3 power connector was observed to have rust/corrosion on it, likely due to liquid ingress. The filters had a dark appearance to them. A dust-like contaminant was observed on the ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, blower, blower seal, blower box, inside the inlet of the blower box, heater plate, heater plate spring, and bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits were observed on the ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, pca, blower, blower seal, blower box, inside the inlet of the blower box, heater plate, heater plate spring, and bottom enclosure. The bottom enclosure screws and blower box screws were observed to be rusted/corroded, likely due to liquid ingress to them. The ui display bezel and ui ribbon cable were observed to have burn marks on them, likely due to a thermal event of the pca. The iso port was observed to have burn marks and a warping/melting appearance likely due to high heat exposure from a thermal event of the pca. The pca was observed to have thermal damage to the q2 and q3 components, corrosion to several areas on it, including the screws, likely due to liquid ingress. The issue of liquid ingress to the pca has been previously investigated as documented in CAPA 3376332. The brass nut on the blower and the blower screws was observed to have corrosion to them, likely due to liquid ingress to the blower. Hair-like particles were observed on the heater plate spring. Pil was able to confirm the complaint of no therapy and device hot to touch, but not address the symptoms specified. Additionally, the service technician also noted during the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Box d, g, h has been updated in this report. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP thermal event. The manufacturer received information alleging that the device was not turned on, the device is hot to touch and almost burned his hand and smelled like wires burning. There was no serious patient harm or injury. The patient required no medical intervention. At this time, no medical intervention has been reported, and the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.